Event description:
It was reported by the parents that their son no longer wants to wear his speech processor. Testing was carried out which showed 2 channels with status 'hi'. Further tests will be carried out to exclude a failure of the external device. No accident reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.